Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "check sensor" message while wearing the adc freestyle libre sensor and being unable to obtain readings. As a result, customer experienced sweating and a loss of consciousness and was incapable of self-treating, requiring treatment of compotes, jam, and fruit juice by a third-party. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "check sensor" message while wearing the adc freestyle libre sensor and being unable to obtain readings. As a result, customer experienced sweating and a loss of consciousness and was incapable of self-treating, requiring treatment of compotes, jam, and fruit juice by a third-party. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section g1 (contact office first name, contact office last name, contact office phone number and contact office email) have been updated . Section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product. D4 expiration date and h4 device mfg date has also been updated. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Watermark was not observed at the base of the tail, which is an indication that the sensor was not inserted properly. Upon visual inspection of the plug assembly, no failure modes were observed. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.